Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable cardiac monitor was implanted and demonstrated poor sensing in the first implant position. The device was recaptured and reimplanted, and sensing values worsened in the second implant position. The device was recaptured and reimplanted again, after which communication with the device was lost, with a reported telemetry issue and inability to interrogate the device, including not being successfully interrogated later or by a different device. A second tablet was tried to re-establish connection and interrogation, but no connection was obtained. The device was implanted a total of three times during the procedure, and a different device was implanted as a replacement during the procedure. It was further reported that the two diagnostic mobile programmer applications was unable to interrogate with the implantable cardiac monitor (icm). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The sapphire was cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.